Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, air was aspirated from the sheath's extension port. No transseptal needle was inserted into the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.